Event description:
It was reported that post op of a lap gastric band procedure, the tubing strain release became disconnected from the connector tube. The strain release was floating along side the tubing and could not prevent the tubing from kinking. There was no pt consequence reported. This was noticed during a fill of the device.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.